Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) evaluated the ventilator and could not duplicate the reported issue. The ventilator passed all testing.

Event description:
It was reported that a ventilator entered an inoperative condition. There was no report of patient involvement. There is no report of serious injury or death associated with this event.